Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. Prior to the event, the customer was experiencing high blood glucose levels. The customer changed the infusion set and delivered boluses, but her blood glucose levels remained high. The customer decided to give herself a manual injection prior to going to bed. The customer then woke up with blood glucose levels too low for the glucose meter to read. Nothing further was reported.

Manufacturer narrative:
Currently, it is uknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.